Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024 a central venous catheter kit and accessories for peripheral cannulation were used for therapeutic reasons, and were used according to the instructions .on (B)(6) 2024 the nurse found that the patient had a high resistance to PICC flushing, and blood return was seen on retractions, and was immediately given urokinase 5,000 u/ml negative pressure suction, and the catheter was recanalized. Resulted in increased number of medication changes for patient. Treatment of paclitaxel + oxaliplatin.